Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification dhrs (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensors and showed no trips.there were no adverse trends that indicate any potential product related issues. Therefore, there were no adverse trends that indicate any potential product related issues if the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller reported that the customer (a 6 year old) experienced an infection while wearing an adc freestyle libre sensor. Caller further reported that in (B)(6) 2018 the customer experienced symptoms described as swelling, redness, festering, broken skin, and scarring. Customer had contact with a healthcare professional who prescribed hydrocortisone cream, fucidin (fusidic acid, an antibiotic) ointment, and an unspecified antibiotic lotion for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the caller reporting that the event occurred in "(B)(6) 2018". The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported that the customer (a (B)(6) year old) experienced an infection while wearing an adc freestyle libre sensor. Caller further reported that in (B)(6) 2018 the customer experienced symptoms described as swelling, redness, festering, broken skin, and scarring. Customer had contact with a healthcare professional who prescribed hydrocortisone cream, fucidin (fusidic acid, an antibiotic) ointment, and an unspecified antibiotic lotion for treatment. There was no report of death or permanent injury associated with this event.